Event description:
The international customer reported the ventilator would not power on. The philips field svc engineer confirmed there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.